Event description:
Client had found a lock washer in bottom of tub and called us to check the bath lift when there I saw that the lift at the back where actuator goes into base was damaged. The bottom of the actuator had twisted causing most of the damage.